Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
The customer reported that his freestyle freedom blood glucose meter would not turn on when the button was pressed or when the strip was inserted in the port. The customer reported the following symptom: "shakes" and also that he "lost consciousness". The customer reported eating an "orange and candy" to counteract the event. The paramedics were called and took him to the hospital. It is unk what treatment was rendered while he was hospitalized. There was no report of death or permanent impairment associated with this event.